Event description:
Philips received a complaint on the defibrillator/monitor indicating that there was no discharge during use of the equipment. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter last name: (B)(6) a follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer reported that the user felt no discharge during the use of the device, then the user changed to another device complete the treatment. The authorized service provider (asp) guided the customer to do a self-test via video call, and the self-test passed. The asp told the customer that if further testing was required, he hoped that the customer would send the device to philips for testing, but the customer refused. So, philips cannot get the device. In chinese version IFU page 62, 76, 84 clearly states that - the presence or absence of muscular response to the transfer of energy during electrical therapy is not a reliable indicator of energy delivery or device performance. The device was confirmed to be operating per specifications and no problem was identified. The investigation concludes that no further action is required at this time.